Event description:
A dental implant was placed on tooth location # 28. Subsequently the patient was experiencing pain. The following month, the implant was removed from the patient's mouth. Th clinician was contacted. He stated the patient complained of severe pain and decided to remove the implant from the patient's mouth. After the implant was removed, the patient's pain dissolved. The patient was seen post operative and was reimplanted. The pateint is doing vine with no problem.